Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("faulty deployment of the device (essure) once released") and medical device repositioning ("essure repositioned using thin forceps") in a female patient who had essure (batch no. 844598) inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue and medical device repositioning. On (B)(6) 2011, the patient underwent device deployment issue and medical device repositioning. Essure treatment was not changed. At the time of the report, the device deployment issue and medical device repositioning had resolved. The reporter provided no causality assessment for device deployment issue and medical device repositioning with essure. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure faulty deployment of the device occurred once released(seen as deployment issue), essure was repositioned using thin forceps. The event deployment issue is anticipated according to essure's reference safety information while other event is unanticipated. During difficult insertions, single cases have been reported of essure deployment issues. In this particular case, a device deployment issue occurred during insertion and essure was repositioned using thin forceps. Taking to account that events occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by an other health professional ((B)(6) # (B)(4)) and describes the occurrence of device deployment issue ("faulty deployment of the device (essure) once released") and medical device repositioning ("essure repositioned using thin forceps") in a female patient who had essure (batch no. 844598) inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue and medical device repositioning. On (B)(6) 2011, the patient underwent device deployment issue and medical device repositioning. Essure treatment was not changed. At the time of the report, the device deployment issue and medical device repositioning had resolved. The reporter provided no causality assessment for device deployment issue and medical device repositioning with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-oct-2017 for the following meddra pt: device deployment issue: n° 284 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality safety evaluation, entry of FDA codes, addition of ptc global number reference, addition of batch information (exp and manufacture dates: unable to confirm complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("faulty deployment of the device (essure) once released") and medical device repositioning ("essure repositioned using thin forceps") in a female patient who had essure (batch no. 844598) inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue and medical device repositioning. Essure treatment was not changed. At the time of the report, the device deployment issue and medical device repositioning had resolved. The reporter provided no causality assessment for device deployment issue and medical device repositioning with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-jun-2017 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 284 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 9-jun-2017: no further information was obtained despite follow-up attempts. Company causality comment. Other reportable incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.